Event description:
It was reported that an adverse event occurred. The patient reported that the mobile device app was functioning correctly until it displayed a "not compatible" message a few days later. On the same day, (B)(6) 2025, the patient required medical intervention. The patient called to report that she had been hospitalized for diabetic ketoacidosis (dka) due to her inability to monitor her blood sugar levels because of the app's incompatibility issue. Her neighbor found her unconscious and called an ambulance. The app had been working for about a month before it stopped and showed the "not compatible" message. The patient was admitted to the intensive care unit (ICU) for 5 days. Upon regaining consciousness, the patient was informed that her blood sugar level had reached 1200 mg/dl. The patient could not recall the medications administered during her hospital stay. The patient was stable at the time of the call. No product or data was provided for investigation. The problem could not be confirmed, and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.